Manufacturer narrative:
(B)(4). Additional information: the death was medically confirmed by the registered nurse. The patient was hospitalized at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis event; however, the caregiver reported the patient had "been in and out of the hospital" due to another indication prior to death. Treatment for the peritonitis was not reported. Eight days prior to receipt of this report, the patient passed away. Per the caregiver, the death certificate stated that the cause of death was due to peritonitis and chronic kidney disease. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.